Manufacturer narrative:
Other text: additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the reported issue was able to be duplicated upon power up. It was noted that the main board was inoperable and was the cause of the reported issue. Service will replace the main board to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip had an all red screen with triangles and read 45985. There was no reported adverse event.